Event description:
On (B)(6) 2012, a doctor reported that on (B)(6) 2012 a leak was noted coming from a cassette during use. The actual sample was available and requested for evaluation. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. A visual inspection was performed and a pinhole was found in the cassette. During pressure testing a leak was noted to be coming from the pinhole. This complaint for a report of a leak was confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.